Event description:
During a follow up appointment the patient shared that he has experienced nausea and "vomitting" following his implant procedure. He also complained of pain at the ipg site which was tender and at times the ipg can angle up if pushed on accidentally. The patient was instructed to see his pcp and a gi doctor.